Event description:
It was reported that foreign matter was found in (B)(4) bd vacutainer® sst¿ blood collection tubes, (B)(4) tubes had foreign matter in the gel, a "black spot" was found in (B)(4) tube, (B)(4) tubes were "dirty", 1 tube was "sticky", and (B)(4) tubes had air bubbles in the gel. All defects were found before use in lot# 9228649. The following information was provided by the initial reporter, translated from japanese to english: "fm in tube x2 fm in gel x12 black spot in tube x1 dirty tube x2 sticky tube x1 air bubbles in gel x62"

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in 2 bd vacutainer® sst¿ blood collection tubes, 12 tubes had foreign matter in the gel, a "black spot" was found in 1 tube, 2 tubes were "dirty", 1 tube was "sticky", and 62 tubes had air bubbles in the gel. All defects were found before use in lot# 9228649. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm in tube x2. Fm in gel x12. Black spot in tube x1. Dirty tube x2. Sticky tube x1. Air bubbles in gel x62."